Event description:
It was reported that the buttons were intermittently responding on the customer's insulin pump. The insulin pump was not bumped, dropped, or exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 167 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.